Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported clip caught in chordae was unable to be determined. The reported poor image resolution was due to patient condition (previous heart surgery). The reported tissue damage was a cascading event of the reported clip caught in anatomy. It should be noted that the mitraclip instruction for use states under the indication for use section that ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation.¿ the reported off-label use is due to the user using the mitraclip g4 system on the tricuspid valve. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances as no treatment was provided for the reported tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling. Medical device code 1494-indication for usena.

Event description:
This is filed to report the clip becoming stuck in the chordae and causing a chordal rupture. It was reported that an off-label mitraclip procedure was performed to treat degenerative tricuspid regurgitation (tr) grade 4. A xtw clip was advanced in the patient but became stuck in the chordae. Standard troubleshooting was successful in removing the clip, however a chordal tear occurred. The same clip was then implanted successfully. Another xtw clip was attempted to be implanted, but could not find a sufficient area to be positioned and was removed. The procedure was ended with the tr reduced to grade 3. Imaging was difficult due to previous heart surgery. No additional information was provided.